Event description:
Further investigation revealed that the explanted products were not received from a medical facility, but another medical device company unaffiliated with the vns.

Event description:
It was revealed during product analysis on the returned vns generator and lead that high impedance was observed in the generator's internal data. As the date of explant was unknown, it could not be determined if the high impedance occurred post explant. Follow up with the company representative revealed that the facility the product was received from, historically, does not do vns surgeries. Lead product analysis was completed. However, the electrode portion of the lead was not returned and an evaluation could not be made on that portion of the lead. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. Analysis was completed on the generator and an end-of-service warning message was verified in the product analysis, or pa, lab and found to be associated with the output being disabled by the pulse generator, due to the combination of increased impedance and the pulse generator remaining ¿on¿. The combination of a high impedance value and output current setting post explant required a ¿vboost¿ compliance voltage that exceed the maximum compliance voltage capability for the device. The ¿vboost¿ compliance voltage condition is not considered a device failure, but an expected event due to the pulse generator remaining ¿on¿ post explant. Other than the noted events, there were no additional performance or any other type of adverse conditions found with the pulse generator. The reason for the explant/replacement and the date of surgery are unknown to date. No additional relevant information has been received to date.